Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the issue was attributed to expired life expectancy of the circuit board. Date of event is unknown. Additional information will be provided once available.

Event description:
It was observed during olympus' device inspection that the high flow insufflator's supply pressure sensor does not work properly. There were no reports of patient involvement.